Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked on bottom case by the pole clamp screws insert. Event history log review was performed and found evidence of super cap post error. Visual inspection and power up process were performed. The customer's reported problem was duplicated. During investigation, charging battery still received super cap post error at power up. According to the investigation super cap on main board does not operate as intended, main board with low profile black panasonic cap. Service's replaced the pump main board, performed pm maintenance, replaced bottom case due to physical damage and greased, calibrated and ran all functional test which passed. The problem source of the reported problem is design.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump was not working. It was reported that the pump main board needed repair. No adverse effects were reported.